Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the common iliac artery. A 7x120x120mm epic stent was accurately measured and advanced for treatment. However, after deployment, the length of the stent was about 8cm in average instead of 12cm; thus, it was unable to cover the lesion completely. Another of the same size epic stent was deployed above the implanted stent to cover the lesion completely. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic device. Visual examination revealed that the outer sheath appears twisted. There are multiple kinks on the outer sheath and guidewire lumen. There is one kink to the middle sheath 15cm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. There is blood present inside the middle sheath. The stent was reported to have been implanted so it was not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the common iliac artery. A 7x120x120mm epic stent was accurately measured and advanced for treatment. However, after deployment, the length of the stent was about 8cm in average instead of 12cm; thus, it was unable to cover the lesion completely. Another of the same size epic stent was deployed above the implanted stent to cover the lesion completely. No patient complications were reported and patient's status was stable.